Event description:
Venous access port insertion. Introducer sheath tore during removal leaving 1 1/2" piece of sheath in subclavian. Remaining piece removed by surgeon with difficulty. Post op x-ray negative for retained product. Fluoroscopy during procedure negative at end of procedure.